Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient experienced an increase in their pain level and had not been feeling well. A cat scan was performed on (B)(6) 2013 and revealed that the catheter was broken. Three weeks prior to the day of the report the patient was seen by the physician. The hcp considered doing a ¿test to see where the medicine¿s going¿ as they did not know where it was going. It was indicated, the hcp said it¿s not ¿going in the right place.¿ the patient had a pump fill the day of the report. There was no resistance and hcp was ¿getting the correct amount of medication.¿ the hcp indicated that a test did not need to be done. The patient was ¿feeling worst.¿ the pump was delivering dilaudid and marcaine. It was later reported, the catheter was broken and was not connected to the epidural portion. ¿the catheter courses inferiorly within the canal where it turns superiorly at level two, three level. And the broken end to the catheter is within the posterior canal, and l1, 2 space level, just to the right of the midline.¿ the patient believed the medication was not going in the proper area to relieve their pain. The patient has been uncomfortable for months. The patient was seeking a physician to manage their care.